Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly did not experience device migration just redness and swelling at the implant site. Additional information regarding treatment details are not available. The redness resolved and the recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The redness is reportedly due to the placement of the device. The recipient ceased device use while the edema resolves. The recipient is taking nsaids. The edema is decreasing.

Event description:
The recipient is reportedly experiencing redness, swelling, and device migration. The recipient was prescribed medication.